Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge or boot due perpetually rebooting. Open receiver, detached ui pcba, and retrieve the receiver download. Functional testing was unable to be performed. The complaint was undetermined for receiver initializing screen without manual restart because receiver data was missing in log before perpetually rebooting. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.